Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and dilaudid at unknown concentrations and doses via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 that the patient's pump failed completely and that the patient didn't hear the alarm at first. It was detailed that it took the patient a day or two to realize the alarm and the patient got really sick. It was indicated that the patient ended up having the pump replaced and that the issue resolved with pump replacement. The date of the event was (B)(6) 2017. No further complications were reported or anticipated.